Event description:
During the index procedure one endeavor drug-eluting stent was implanted in the rca. It was reported that the patient suffered an mi approximately 36.5 months post index procedure. The patient underwent revascularization of the 1st right posterolateral and is reported to be in remission. Investigator indicated that there was no relationship with the study stent. Four days after the revascularisation event, the patient underwent revascularization of the 1st right posterolateral using a des stent. No other clinical sequelae were reported.

Event description:
The patient expired approximately 34 months post index procedure. The cause of death is reported as ichorrhemia. Investigator assessrf that the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (mi). (B)(4).